Manufacturer narrative:
(B)(4).

Event description:
The lens was loaded into the cartridge, but the surgeon was unable to unload from the cartridge. The cartridge did touch the patient's eye, but the lens did not.

Manufacturer narrative:
Product evaluation: product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4)

Event description:
A scrub technician reported that a cartridge cracked as the surgeon was about to inject the lens during an intraocular lens (iol) implant procedure. They opened a new cartridge and proceeded to successfully complete the procedure without impact to the patient or delay.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified 23.0 diopter, handpiece and viscoelastic. Intraocular lens (iol) product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided that the room was too cold and once they brought up the temperature in the room, the surgeries were successful the rest of the day. (B)(4).